Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted due to pitting edema. The speed of the heartmate ii could be increased due to aortic insufficiency which was not noted at time of the implant. The pt became septic and expired on (B)(6) 2013. No autopsy will be performed nor will the pump be returned to thoratec for analysis.

Manufacturer narrative:
The lvad will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.